Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was evaluated by (zoll (B)(4)). Visual inspection of the returned platform was performed; the shaft was noted to be sticky. The autopulse platform is a reusable device and was manufactured on 12/10/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. The processor board was revision was not current. A review of the archive was performed. Multiple user advisory (ua) 45 (shaft not at home position) were noted on and around the date of reported event. The device displayed ua 45 during functional test. In summary the customer's reported complaint was confirmed as ua 45 was noted during archive review and during functional testing. The root cause for the reported complaint is related to the shaft position. The shaft position was shifted from the home position to remedy ua 45. The clutch plate will be deburred to remedy sticky shaft rotation. It should be noted that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that autopulse platform displayed an error during shift check. When (B)(4) received the device, they confirmed user advisory(ua) 45(not at home position after power on/re-start). No patient involvement was reported.